Manufacturer narrative:
The hakim valve (ID ns9009) was returned for evaluation. Device history record (DHR) - the product code ns9009 with lot 7310966, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected; the valve was very dirty. The valve passed the test for leak and reflux. The valve failed the test for programming and occlusion. The pressure test could not be performed as the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the housing, spring, ruby ball, motor and on the seat of the ruby ball. Root cause analysis - the root cause for obstruction issue is due to biological debris and protein build up interfering with the valve. The complaint is confirmed.

Event description:
N/a.

Event description:
A physician reported a hakim valve (B)(6) was implanted due to secondary normal pressure hydrocephalus (snph) via lumbar peritoneal (lp) shunt on an unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Flow from the chamber to distal side of the valve could not be confirmed even 10 to 15 minutes after injecting contrast agent from chamber. It was possible to alter the pressure setting. The doctor assumes the event was caused by the high protein level of brain tumor (600). Due to suspicion of obstruction around ruby ball, a revision surgery was performed on december 25, 2024. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. The patient current status is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.